Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was inaccurate up to about 3mm superior. The site proceeded with the procedure with the inaccuracy in mind. There was no reported delay and no reported impact to patient outcome.